Event description:
New information received noted that the patient presented for a follow-up in clinic.

Event description:
It was reported that the patient presented for an in patient follow-up check. It was noted that the pacemaker exhibited far r oversensing. Programming changes were made. The patient was stable.